Manufacturer narrative:
Device not returned, follow up conversation with company rep. No conclusion can be drawn.

Event description:
During a balloon kyphoplasty procedure, a piece of the curette shaft broke off. The treating physician did not attempt to remove the piece and entombed it within bone cement in the patient's vertebral body.